Event description:
Pump was used for epidural administration of bupivicane. It was discovered that a larger than ordered volume/dose was being delivered over an 8 hr period. Pump was found to be powered by a convertor not intended for that pump. There is no marking on the pump to state which convertor to use, and care providers just used one that plugged in and fit.